Event description:
An endurant stent graft system was implanted in the patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology at the time of implant was not reported. Approximately two months post index procedure during a follow up visit a type ia endoleak was identified. The physician decided to treat the patient by adding an endurant cuff 28x28x49 and another manufacturer¿s stent. The endoleak was resolved. The physician attributed the cause for the type ia endoleak due to inaccurate placement of the bifurcation during the index procedure due to short landing zone. The physician noted that it should have been placed more proximal. No additional clinical sequelae were reported and the patient will be monitored by the physician.

Manufacturer narrative:
(B)(4). Evaluation, results: inherent risk of procedure (endoleak, inaccurate delivery); patient¿s condition affected effectiveness of device (anatomy related; short neck); related to operational context: inaccurate delivery; low placement into short neck. Conclusion: inherent risk of a procedure (endoleak, inaccurate delivery); device failure related to patient condition (anatomy related; short neck); operational context contributed to event (low placement into short neck).